Event description:
During service the device has depleted batteries. Per service shop, the hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.